Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse spoke with the staff who stated that the bipolar was intermittently working. Fse replaced the integrated electrosurgical unit (iesu) according to isi procedures. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the da vinci product to perform failure analysis. The iesu was found to cauterize, energize and recognize instruments on all ports. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the bipolar energy was not working. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and found no errors. Prior to calling in, the customer swapped the energy cords and there was still no bipolar power. The tse could verify through system logs that the bipolar settings could be seen. The customer was able to fire monopolar power. The tse had the customer change ports on the erbe and power cycle the erbe and still no bipolar power. Tse asked the customer to replace the instrument, but they were unwilling to do so. The procedure was completed as planned with no reported injury.